Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."   No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level 715 mg/dl; cause was the pump shutdown due to normal battery depletion as determined by tandem technical support upon review of customer data logs. Customer dialed 911 and was transported to the hospital in an attempt to bring bg level down. The customer was subsequently admitted to the hospital where an insulin drip, and lantus twice a day was administered to resolve the reported issue. Reportedly, the customer was released from the hospital on (B)(6) 2020 with issue resolved and no permanent damage.